Event description:
It was reported there was a problem (non specified) with impedance values of the dbs lead. Palpation at the lead-extension junction indicated a possible connection issue. Troubleshooting was being considered. It is unknown which system(s) (left or right) was having the issue. See MFR report # 3004209178-2008-05070. Additional information has been requested but was not available on the date of this report.